Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was found in back-up vvi status after an MRI scan. The issue was resolved and the patient was in stable condition.